Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was intended to be used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during preparation there was a ¿cotton-like material¿ noted inside the guidewire channel that caused the guidewire difficult to advance. Reportedly, the user was front-loading the guidewire through the device. There was no issue with the packaging, nor were the sterile barriers compromised. The procedure was completed with a second hydratome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.